Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd intima-ii¿ closed IV catheter systems leaked blood from the needle during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "it was found blood leakage when withdraw the needle, then removal the needle."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7019422. Our records have detected a trend for this issue occurring in this batch of bd intima-ii. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although no samples could be provided for this event, previous investigations show that as the septum ages, the septum will lose elasticity. Experimental testing of septums in hot of dry environments determined that the septum will age, losing its elasticity and ultimately failing to successfully close after cannula removal. In response to this event we have notified our contracted shipping companies, and recommunicated bd's expectations for the implementation of environmental controls, during shipment and storage of our devices.

Event description:
It was reported that 2 bd intima-ii¿ closed IV catheter systems leaked blood from the needle during use. The following information was provided by the initial reporter, translated from chinese to english: "it was found blood leakage when withdraw the needle, then removal the needle."